Manufacturer narrative:
Sections with additional information as of 22-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported past adverse event; customer did not report a complaint associated with the true metrix meter and test strips. Daughter is calling on behalf of the customer. Customer stated that she went to hospital because her blood sugar was 500mg/dl (fasting or non fasting status is unknown). Customer had been feeling tired at the time and a family member had driven her to the hospital. Customer stated that this was this month (recently) but she doesn't remember an specific date. Customer did not remember what her blood glucose test result was at the hospital. Customer stated she does not know the diagnosis; customer does not speak english and didn't understand. Customer stated that "they couldn't find anything." Customer stated they had given her a shot of an unknown medication. Customer had been admitted and discharged the same day with no recommended changes to her medical treatment plan. The product is stored according to specification in the bedroom. The test strip manufacturer's expiration date is 01/14/2022 and open vial date is (B)(6) 2021; customer confirmed she was using this vial of test strips at the time of the adverse event. Customer stated that the true metrix meter is working as intended and she is not concerned about the blood glucose test result obtained using the meter.